Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis an empty opened foil of product code j472, lot ma2999. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the thread of the suture is easy to break ". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device ma2999, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ma2999, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. The thread of the suture was easy to break. There were no patient consequences reported.